Event description:
It was reported that sheath and waste sprayed out with a bd lsrfortessa¿. The following information was provided by the initial reporter: it was reported that the sample pressure regulator is not holding pressure consistently. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that leaked? Sheath and waste. 4. What is the source of leak -- before waste tank or after waste tank? Both. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. 7. Was there spray of fluid under pressure? Yes.

Manufacturer narrative:
H6: investigation summary this investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. Based on the fse report, the sample pressure regulator and the dcm assembly (p/n 64781907) failed. The reported complaint was confirmed by fse. Based on the obtained field information, historical data and performance data, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time. Root cause : sample pressure regulator (p/n 34465010) and dcm pump (p/n 64781907) failed. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sheath and waste sprayed out with a bd lsrfortessa¿. The following information was provided by the initial reporter: it was reported that the sample pressure regulator is not holding pressure consistently. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Sheath and waste. What is the source of leak -- before waste tank or after waste tank? Both. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Was there spray of fluid under pressure? Yes.